Manufacturer narrative:
Product ID 3778-60, serial# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that one of the lower wires was not seated correctly anymore. The rep worked with the patient's programming to go around the wire. Stimulator was now working without any interruptions. Issues resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since around (B)(6) 2020, the patient had experienced a "number of falls," and then was noticing a loss of stimulation at time; it was turning on/off. They were redirected to see their doctor to have their device checked. No further complications were reported or anticipated.